Event description:
It was reported the slide of the stimloc would not sit in the base housing and would slide all of the way through to the brain. The healthcare professional (hcp) tested the clip after screwing in the stimloc base and it sat perfectly, clicking into place. The issue arose when the hcp attempted to clip the slide into the base after the lead was implanted. The slide would not click into place and it went through the hole to the brain. The hcp was able to get the slide out using clips. A new stimloc was opened and the new slide sat in the base perfectly. The slide clicked into the base, but would not lock into place with the lead. The hcp had to hold the lead carefully until the lid went on. An image intensifier was used to check for lead movement. The lead was locked into place with no movement, but the hcp was not happy that the slide mechanism would not lock on the lead to hold in place until the cap was locked in. There were no issues with patient safety and there was no impact on patient outcome.

Manufacturer narrative:
Concomitant products: product ID: 924256, lot# 082216314a, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stimloc burr hole cover found no anomaly. The returned clip was tested together with a known good base, cap, and lead. The clip closed on the lead and held it securely. No anomaly could be found with the clip.